Event description:
Upon preparing for a robotic assisted case, the technician was checking the instrumentation in the robotic instrument arm and the fenestrated bipolar forceps was not being recognized by the instrument arm.